Event description:
A vague report was rec'd that an amount of solution infused over a shorter time period than anticipated while in clinical use. Channel two was involved. No additional specific clinical or pt info was able to be rec'd. No pt injury was reported.